Event description:
It was reported from patient's mother that patient has been experiencing increased seizures for the past few months. At the previous visit, settings were increased due to seizures. Per mother, patient has continued to have more seizures, with seizures lasting longer. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Response was received from the physician. The increase in seizures were assessed to be due to external factors. Seizure levels were above pre-vns levels. In addition, the reported "seizures lasting longer" were assessed to be due to external factors along with low vns battery.